Manufacturer narrative:
The pump was discarded in the lab upon explant. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that upon explant of an impella 5.5 at bedside by the doctor resistance was met when pulling the device out. After realizing that the device would not be able to come out safely at bedside, it was advised to remove it in the operating room. Flow was resumed on the automated impella controller (aic) but an error message stated a ¿controller failure alarm present. It was then decided to support the patient hemodynamically with circulatory support rather than initiate an aic switch. The device was successfully removed. The patient's outcome was stable and the patient's outcome at explant was survived.